Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test. Unit had minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip and a stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 490 mg/dl. The customer had symptoms such as nausea and vomiting. The customer treated with manual injections. Customer reported that the high blood glucose levels began on (B)(6) 2017. The customer had a stroke and went to the hospital. The customer was admitted at summit hospital on (B)(6)2017. Customer declined to troubleshoot for high readings. Troubleshooting for insulin pump and components was performed. Troubleshooting determined the insulin pump shoul be replaced. The product will be returned for analysis.